Event description:
It was reported that while a patient underwent percutaneous coronary intervention involving the placement of multiple stents (manufacture unknown), an impella 2.5 device was used for additional support throughout the intervention. The impella device was successfully inserted and therapy was initiated unremarkably. Following several hours of therapy, it was decided to transfer the patient to the intensive care unit to monitor the scheduled removal of the impella device. In order to prepare the patient for transfer, the peel-away introducer sheath of the impella required removal. When the physician attempted to retract the introducer sheath by grasping the hub, the hub assembly "snapped apart" from the body of the sheath. It was then difficult to remove the resultant sheath since bleeding from the site of detachment prevented adequate grip on the peel-away wings. As a result, approximately 100cc was estimated to have bled from the site. The physician was able to remove the sheath component by peeling it apart as intended, but the simultaneous retraction from the groin site. The repositioning unit of the impella catheter was adjusted to achieve hemostasis at the insertion site, by design. No treatment was required for the bleeding event and no other impella related difficulties were experienced throughout the procedure. The patient sustained no adverse effects or injury as a result of the reported event.

Manufacturer narrative:
Method: microscopic evaluation, ftir chemical analysis of valve bonds. Results: silicone contamination, silicone cross linked to bond material. The actual device involved in the event was returned to the manufacturer and a thorough failure investigation was conducted. A visual inspection confirmed that the hemostatic valve was detached from the parent peel-away sheath. No adhesive remained on the wings of the sheath. The peel-away sheath was submitted for third-party analysis, which included microscopic and chemical evaluations. The device was examined under a stereomicroscope at up to a magnification of 100x and fragments of a thin film were noted on the inner diameter surface of wing components. These thin layer fragments were collected from the two halves of the wings and were analyzed by fourier transform infrared spectroscopy (ftir). The results concluded that silicone contamination of the bonding surface was present. The silicone was existed as a moiety of the whole contaminant (thin film) and was cross-linked to epoxy resins that are used prior to the bonding process. The final lubrication step of the sheath manufacturing process involves silicone; however, it is conducted in a separate room than the bonding operation. No evidence of silicone contamination was detected in any manufacturing areas involved in the bonding operation. The sheath vendor was notified, but was ruled out as the source of the contamination. Ultimately, the actual means of contamination could not be determined. The device history record was also reviewed for the reported introducer kit lot, which revealed no material issues during production. A total of eight (8) samples were pulled from introducer lot 0025589 and subjected to a 90 degrees pull test. All samples passed the minimum 15 n tensile specification. Data was comparable to other lots that were subjected to the same testing. Bleeding is an inherent and labeled risk involved with the use of impella device and specifically the introducer sheath. These risks, as well as proper handling of the introducer sheath, are described in the product's instructions for use. In addition, additional communication has been distributed in order to reinforce proper handling of the introducer sheath, which includes precautions such as "holding the back of the sheath, locking mechanism, hemostatic valve, or sheath body could be damaging to the product and/or may cause bleeding". The root cause of the reported failure has been determined to be silicone contamination of the bond between the bayonet of the hemostatic valve and the inside diameter of the wings of the introducer assembly. This is concluded to be an isolated occurrence as all other reserve samples from the same manufacturing lot successfully passed additional tensile evaluation. Corrective and preventative actions include improvements to the bonding process to ensure stringent manufacturing controls; however, no further corrective action is warranted at this time.